Event description:
It was reported the introducer sheath leaked at the valve. No pt injury reported.

Manufacturer narrative:
Product eval: one 8f fast-cath introducer, one dilator and one guidewire were received for eval. Visual inspection revealed a blood like substance on the returned items; clear fluid was visible in the extension tubing. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Functional testing revealed a leak at the valve. Additional testing revealed the hemostasis seal was torn at one end of the mfg slit which caused the leak. However, it is uncertain what caused the seal to tear.